Manufacturer narrative:
Through follow up, livanova was informed the customer has reported an incorrect sn of s5. The correct sn is (B)(6) that was already present into livanova complaint database and previously reported 9611109-2024-00586. Current livanova complaint to be voided and any follow up will be submitted though 9611109-2024-00586

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp gave an error message (error code e106) associated to motor jammed, during procedure. There was no patient injury.